Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the issue with the therapy turning itself off was resolved. The patient's neurologist assisted them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient's therapy was turning off by itself. The patient was in a cardiac lab when the patient's husband was getting a pacemaker and the patient's ins shut off by itself. They were able to get the ins back on when the event happened, but the patient didn't talk to the manufacturer representative (rep) at this time. The patient notified their rep at the time of the ins replacement (due to normal battery depletion) and the rep noted that the ins should never shut off by itself. The patient's essential tremor was getting worse due to disease progression. It was also noted the patient's settings were high and they were told the ins may need to be replaced soon. No further complications were reported as a result of this event.